Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effect of death is listed in the omnilink elite® vascular balloon-expandable stent system, electronic instructions for use (eifu) as a known patient effect of stenting procedures. A conclusive cause for the reported patient effect of death, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported through the post market clinical follow-up (pmcf) report, that the omnilink elite stent may be related to the adverse patient effects of death. Details are listed in the attached article, titled post market clinical follow-up evaluation report balloon expandable peripheral stent systems. Please see the attached post market clinical follow up evaluation report for specific information.

Manufacturer narrative:
A2: age - average. B2: date of death: estimated. B3: date of event: estimated. D4: the UDI is unknown because the part number and lot number were not provided. D6a: date of implant: estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional patient effects and malfunctions reported in the article are captured under separate medwatch report.

Event description:
Subsequent to the previously filed report, additional information was received on 10/29/2024 through an update to the post market clinical follow-up (pmcf)evaluation report balloon expandable peripheral stent systems. The endpoints captured were the same as the previously filed report; however, data was collected through april 2024 for long-term follow-up. The device performed safely and as intended, with low rates of overall major adverse limb events up to one year + 30-day perioperative death.

Manufacturer narrative:
Corrections: b2 - date of death: updated from (B)(6) 2023 to estimated (B)(6) 2024. B3 - date of event: updated from (B)(6) 2023 to estimated (B)(6) 2024. B5 - describe event or problem: updated. D1 ¿ brand name: updated. D2a ¿ common device name: updated. D3 ¿ name, address 1, city, postal code: updated. D4 - primary UDI number updated from ni to unknown. Updated: literature: article title: from pmcf rpt2131863 rev d to pmcf rpt2131863 rev e.